Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error and pump error alarm. The customer¿s blood glucose level was 7.2 mmol/l. The drive support cap was normal. Customer reported that an alarm occurred during the time the buttons stopped responding. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was not appear. Customer was unable to successfully clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected a12 alarm anomalies noted. No frozen screen noted during test and time clock advances properly. No motor error alarm noted. Motor passed motor test.(B)(4).